Manufacturer narrative:
Concomitant medical products: 694765 lead, implanted (B)(6) 2008; 507652 lead, implanted (B)(6) 2005.

Event description:
It was reported that upon interrogation, high thresholds were exhibited with the left ventricular (lv) lead, which may have compromised capture. The clinician also noted "funny ventricular beats". It was further reported that the patient had experienced ectopy. The lv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.